Event description:
Rptr noted posterior capsule tore during phaco and lens fragment fell into posterior segment. Implanted pc iol, however, a trans pars plana vitrectomy (tppv) was performed. Follow-up indicated pt is doing very well; va reported as 20/25.